Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation and evaluation found that the probe was flawed and detached. Additional evaluation findings are as followed: insufficient angle, angle play, endoscopic ultrasonic image failure, bending section cover adhesion floating, bending section cover adhesion missing, engagement not working, oredome scratch on image guide snake pipe side, switch 1 was scratched, air/water cylinder paint was peeling, objective lens was scratched, and objective lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ultrasound gastrovideoscope had surface damage / scratch / floating on ultrasonic transducer (pink probe). During the evaluation the following reportable malfunction was found: probe broken. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the probe broken was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.